Event description:
On (B)(6) 2012, a (B)(6) female admitted for robotic total laparoscopic hysterectomy bilateral salpingo-oophorectomy. Partial upper vaginectomy. From the surgeon's operative report: "at that point I broke scrub to man the console. On initial evaluation, she had a large amount of sigmoid colon in the pelvis with large epiploica. While attempting to sweep this up over the pelvic brim and noted an electronic tone in the background, I was not engaged in the cautery at this point and was concerned, as had the identical sound that I was familiar with from cautery initiation. At that point, I tested this and when moving the bipolar forceps down and grasping a large fatty epiploic, cautery did engage without any initiation on my part from the pedals of the robot. At that point, we stopped the procedure. We changed the cord from the covidien try force generator. At that time, the circulating nurse noted that the bipolar settings on the machine appeared unfamiliar to her. It was on 'auto' mode. This was then changed to the normal manual setting. The new cord was applied. At that point, I tested the movement of the arms, felt that we were safe to proceed. We then investigated the sigmoid colon from the distal rectum through the first 20 cm of colon that had possibly attached. There was one epiploic that had a small amount of trauma from where I had tested the coagulation abnormality. There was one other small area on the tinea of the mid sigmoid colon. There was one other small area on the tinea of the mid sigmoid colon. There was good blood flow to this area, appeared to be no scores, marks and excellent blood flow. No other abnormalities were noted in our search. At that time, I felt that it was safe to proceed with the procedure as the equipment was functioning. Also did not feel that there was a bowel injury that we could identify certainly this is something will be watching closely for here in the postoperative period." In a subsequent conversation, surgeon shared that this woman did not experience any problem related to a bowel injury. Note: this matter has been discussed with covidien rep, (B)(6).